Manufacturer narrative:
Other applicable components are : product ID: 3387s-40, lot# va19yd0, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-jul-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that patient has had bilateral deep brain stimulation in the past 2.5 years. Last february the right side leads and connector wires were replaced due to corrosion and patient was asking why would that happen, and whether the right side would eventually corrode as well. No further patient complications were reported/ anticipated as a result of this event.